Event description:
<P>caller reported that the pump battery depletes too fast, leading to a pump shutdown. There was no adverse impact to the customer¿s blood glucose level, with no reports of levels exceeding 500 mg/dl. The customer was instructed to uninstall and reinstall the mobile app and to monitor the battery depletion, following up if it exceeds 35% per day. The customer understood and acknowledged the instructions.